Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Age/date of birth: estimated age. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the thrombus noted on the device during the procedure. It was reported that this was a mitraclip procedure to treat grade 4 functional degenerative mixed etiology mitral regurgitation (mr). A thrombus was noted on the mitraclip during the procedure. The undeployed clip delivery system (cds) was removed from the left atrium with the thrombus on it. Outside the anatomy, the thrombus was removed from the mitraclip. The same cds was re-inserted into the anatomy and the mitraclip was successfully deployed reducing mr to grade 1. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). (Mitral regurgitation etiology). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of emboli (thrombus) as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported patient effect of thrombosis appears to be related to patient/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed report, it was noted that the patient had mixed etiology mitral regurgitation. No additional information was provided.

Manufacturer narrative:
(B)(4). Required intervention to prevent permanent impairment/damage.

Event description:
Additional information was received stating additional heparin was administered after the thrombus was noted. There was no additional information provided.